Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: additional concomitant device reported. H3, h4, h6: device history lot. Part # 319.006. Synthes lot number: 5575397. Supplier lot number: 5575397. Release to warehouse date: 16.aug.2007. Manufactured by: brandywine. No ncr¿s were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: background: it was reported that on an unknown date, the depth gauge was broken in washer while being cleaned. There was no patient involvement. This complaint involves one (1) device. H6: investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 5575397) was received at us cq. Upon visual inspection, it was observed that the needle broken off at the proximal end and the broken needle was also returned to us cq. No other issues were identified. Device failure/defect was identified. Document/specification review: the drawing(s) were reviewed: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint was confirmed. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, that the depth gauge was broken in washer while being cleaned. There was no patient involvement. This complaint involves one (1) device. This report involves one (1) depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 1 for (B)(4).